Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the bottom aligner is cutting their mouth. Provided hh tips and file any sharp areas to smooth the area. Patient reported back that the aligners are still cutting them and uncomfortable after doing recommended advice

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.